Event description:
It was reported, "battery < 20 minute alarm message on pump even though the pump is plugged into the wall outlet. [The user] checked the connection to the wall outlet, changed to a red outlet, and checked the connection to the pump. The plug icon on the pump is lit up, but the battery icon is not". Additional information states that the pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The reported complaint of "20-minute alarm message on pump even though the pump is plugged into the wall outlet" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "battery < 20 minute alarm message on pump even though the pump is plugged into the wall outlet. [The user] checked the connection to the wall outlet, changed to a red outlet, and checked the connection to the pump. The plug icon on the pump is lit up, but the battery icon is not". Additional information states that the pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".